Event description:
It was reported the device was removed due to a wound infection. It was also reported an error message was displayed when trying to interrogate the device. The patient's device was initially interrogated with a programmer that had a software update which also updated the device. The next time the device was interrogated, a programmer that did not have the updated software was used; therefore, the programmer gave an error message. The physician was not able to view the patient activated event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): it was reported the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): it was reported the device was returned and analyzed. No anomalies were found.